Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced non-sustainedc ventricular tachycardia (vt) arrythmias due to continued cardiogenic shock and inotropes. This was reported as an adverse device effect. The patient was already on amiodarone at the time and was subsequently started on lidocaine for 24 hours. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: correction. The patient ultimately expired on (B)(6) 2018 which was reported in MFR#2916596-2018-03619. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Labeled for single use: corrected data. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient experienced non-sustained ventricular tachycardia (vt) arrhythmias due to continued cardiogenic shock and inotropes. The patient was on amiodarone at the time of the event and was subsequently started on lidocaine for 24 hours. The patient ultimately expired on (B)(6) 2018. The heartmate 3 lvad, serial number (B)(4), was not returned for analysis. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.